Event description:
Pt had the single lumen port catheter inserted 3/20/96 for the administration of chemotherapy. The pt experienced pain at the site during a chemotherapy infusion. An angiogram was performed and demonstrated the leak. Pt had the port explanted and replaced with a single lumen port on 8/15/96.